Event description:
It was reported that during a spacer implant procedure, the driver lost all resistance when the implant was half way deployed which resulted in breaking the spindle cap housing. The suspect spacer was removed and a new implant was successfully implanted. The spacer will not be returned as it was disposed of by the medical facility.